Event description:
It was reported that the radio frequency ablation generator received a high electrical discharge and it got burned. The generator was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) two inline fuses blown on device. Power supply found out of electrical specification. Cross support missing frm chassis. Several housing screws missing.